Event description:
It was reported that patient underwent a left total elbow revision in 2007. Subsequently, patient was revised again in 2009 due to screws backing out and condyle dislocation. The ulna and condyle kit were removed and replaced.

Event description:
It was reported that patient underwent a left total elbow revision in late 2007. Subsequently, patient was revised again in 2009, due to screws backing out and condyle dislocation. The ulna and condyle kit were removed and replaced.

Manufacturer narrative:
Lot number is 269380, which was previously reported as the serial number incorrectly. No serial number.review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component showed evidence that the ulna bearing was worn on the medial side, exposing the ulna collar distally. Additionally, both edges of the ulna ring articulating against the humeral fork after the condyles disassociated. This report filed november 17, 2009.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed october 2, 2009.